Event description:
It was reported PICC removed due to leak. Customer examined line after removal and is stating a pin hole at the 2mm mark of the line.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One tl 5 fr powerpicc catheter was returned for investigation. Three bd saline syringes were also returned attached to the luer hubs. Evidence of use and adhesive residue was present on the winged hub and extension leg tubing. The three lumens were flushed with water using a 12 ml syringe and a leak was observed during the pressurization of the power injectable lumen. The leak was observed near the proximal end of the catheter shaft. Microscopic observation revealed a circumferential split approximately 2 mm from the winged hub. Adhesive residue was present on the catheter surrounding the split location. The split location was observed to preferentially kink. An indentation in the catheter was observed with a crease circumferentially aligned with the split. The split surface and edges did not appear to show significant evidence of granular surface patterns or material wrinkling. The catheter was cut distal to the split location in order to measure the power injectable lumen wall thickness. The catheter was found to be within manufacturing specification. Based on the condition and location of the split, possible contributing factors include repeated kinking leading to material fatigue. The product instructions for use (IFU) states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ since a split was observed near the hub of the catheter, the complaint is confirmed. A lot history review (lhr) of recz1898 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recz1898 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC removed due to leak. Customer examined line after removal and is stating a pin hole at the 2mm mark of the line.